Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the ventilator flow wave shifted from the basic line. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.